Manufacturer narrative:
Insulin pump alarmed prime during basic occlusion test due to loose and protruded drive support disk. Insulin pump had a cracked reservoir tube lip, broken battery tube threads, minor scratches on display window, missing end cap sticker and cracked case near display window corners noted during visual inspection.

Event description:
It was reported that the customer received an a33 alarm, which was a compromised force sensor system, and insulin squirted out during manual prime. Customer stated no numbers appeared on screen and left prime not possible. Customer's blood glucose was 148 mg/dl. No further details given.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.